Event description:
The customer reported that intermittently the system shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to locate the error. The logs were sent to support for evaluation. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.